Event description:
The dhs/dcs plate was implanted in the pt in 2002, due to a left subtrochanteric/intertrochanteric fracture. The plate was noted as broken post-operatively 26 days later and was removed from the pt on the next day.